Event description:
The complainant reported an 18-year-old male patient presenting for cardiomyopathy. During impella support, it was noted that the patient experienced an access site bleed from both the impella and swan-ganz insertion sites. An estimated amount of blood loss from each site could not be provided. As a result of the bleed and coinciding thrombocytopenia, a platelet transfusion was performed involving 28 units of prbc and 8 units of ffp. A definitive cause for the thrombocytopenia could not be determined due to the bleeding from multiple sites and existing liver damage. The patient's condition improved following the transfusion.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.